Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log was reviewed. A technical error 01 were found which confirms the reported event. The reported device was received in brézins, during which the triggering of error 01 was confirmed by the log investigation on another date. External inspection found an abnormal noise when the pump is moved. Several functional tests related to the reported event were carried out. All performed successfully without any technical issue. Quality control was performed and no technical or functional issue was detected. Internal inspection found a loose screw that could explained the reported event. Dirt has been found in the interstices and the membrane is worm. Although the reported event could not be reproduced, the complaint description was confirmed by error 01 found in the log review. Then the root cause of the reported event could be linked to the loose screw. An internal CAPA has been opened in may 2024 to address the subject of the "loose screw". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported by customer: "motor rotation error01-0002!!!" Error. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.